Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine device follow up. Upon investigation, an alert for right atrial (ra) lead impedance was noted. The lead impedance went from low and out-of-range starting in may, and then the impedance went to high impedance starting in august. The ra lead threshold was also found to be much higher than the lead's historical capture threshold. The p-waves were also approximately half of what they were before dropping. No changes were made. The patient was stable.